Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The rep reported a total system revision occurred on (B)(6) 2019. Regarding what had caused the failed aspiration and volume discrepancies, the rep reported drug was coming out of solution and clogging the perforations on the catheter. The issue was resolved with replacement. The rep reported the system would not be returned for analysis because the surgeon did not suspect this to be related to the device. It was reported that off label medication at a very high concentration appeared to be the issue. It was confirmed the information provided had been confirmed with the physician/account. No further complications were reported or anticipated.

Manufacturer narrative:
Other relevant device(s) are: product ID: 8780, lot/serial# (B)(4), implanted: (B)(6) 2013, product type: catheter, ubd: 01-mar-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 2000mcg/ml of fentanyl at 4900 mcg/day via an implantable pump for non-malignant pain. It was reported the patient was experiencing inconsistent pain control and the previous managing physician stated there had been inconsistencies at refills. It was unknown when this issue began. On (B)(6) 2019 the healthcare provider attempted to perform a dye study and the reservoir showed 20ml instead of the expected 14.9ml. Aspiration failed and the healthcare provider did not want to proceed for safety reasons. The catheter appeared to be in the correct place however the healthcare provider felt that the patient should have the catheter revised or replaced at this time to be sure. It was indicated surgery was planned. Regarding any environmental/external/patient factors that may have led or contributed to the issue, it was indicated the patient was receiving a high concentration of off label drug. The issue was unresolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. It was reported that the patient postponed the surgery. The company representative had no further information at this time.